Manufacturer narrative:
The aia-2000 analyzer bf probe pulse cable-2 was returned to tosoh instrument service center (isc) for further investigation. A visual inspection was performed looking for cracks, misalignments, corrosion, and other physical defects. There were no findings. Isc performed functional tests via the wiring continuity check and found the wire failed to conduct electricity. This failure was due to a broken wire with an open circuit that failed to conduct electricity. The isc investigation confirmed the failure of the bf probe pulse cable-2.

Event description:
A customer reported 4453 b/f probe 2 home overrun error on the aia-2000 analyzer. The customer performed the bf wash probe maintenance and reset the power to the analyzer, but the error recurred. The customer powered the analyzer off and reseated the bf probes then restarted the analyzer again, but issue recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error log. The fse performed an all set home and was able to reproduce the error. The fse suspected there was an issue with the bf probe pulse cable-2 and replaced the cable. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operators manual section a4: appendix 4: error messages states the following: [4453] b/f probe 2 home overrun. Cause : the home sensor activated improperly after movement of b/f probe 2. The measuring operation is suspended. Solution : contact tosoh service center or local representatives. The most probable cause was due to an electrical problem with the bf probe pulse cable-2, cause traced to component failure.